Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "814 errors" was not confirmed or reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.

Event description:
This is a report of a colleague infusion pump with a failure code 814, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).